Event description:
It was found that the tip of the screw driver blade was broken when it was checked upon inspection of the returned loner kit from the hospital. It was confirmed that the tip of the broken screw driver was removed from the patient's body. No detailed information on how the breakage occurred was available.

Manufacturer narrative:
Investigation in progress but not yet complete.